Event description:
It was reported that the customer experienced sensor glucose vs. Blood glucose. The customer's blood glucose value was 2.8 mmol/l while sensor glucose was 4.9 mmol/l. Hypoglycemia was treated with glucose/carb intake. It was explained to the customer the common contributing factors for sensor reading inaccuracy include non-optimal insertion, site location, taping, and timing of blood glucose entries. The customer was advised to wait at least an hour and if bg is stable to calibrate. Product return for mmt-7040c5 is not expected.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.